Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (3 mg/ml at 0.6 mg/day) via an implanted pump. The indication for pump use was spinal pain. On 13-dec-2017 it was reported that following implant ((B)(6) 2017) the hcp started the patient on 0.6 mg/day of dilaudid. On saturday ((B)(6) 2017) the patient started feeling nauseous, throwing up, and feeling sleepy. The patient went to take a nap and soon after she was not responding, so she was brought to the hospital. The patient was given narcan (her pupils were ¿a little small¿) and they dropped the dilaudid dose to 0.3 mg/day. On sunday ((B)(6) 2017) the patient had another similar reaction, so they gave her naloxone. They then dropped the pump to minimum rate mode. Per the hcp, she was not having a lot of pain now at minimum rate and was doing well. She was an opiate tolerant patient and responded favorably during the pre-implant trial. The pump was filled to only half capacity at the time of implant. The hcp was planning to send some of the drug in the pump for testing to ensure the concentration was correct. No further complications have been reported as a result of this event.